Event description:
It was reported that they were trying to cool patient, but nurse stated patient temperature (pt) was keeps going up and they did receive an alert about the water in an arctic sun device. Patient temperature (pt) was 38.3c, targeted temperature (tt) was 37c, water temperature (wt) was 30c. Per event log, the device had been alerting 113 reduced water temperature control. System diagnostics, outlet monitor temperature (t1) was 30.9c, outlet control temperature (t2) was 30.8c, inlet temperature (t3) was 30.9c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 74%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours were 2574.1, pump hours were 2443.6. Advised to swap out to alternate device and send this one to biomed labeled 113 not cooling. Sn (B)(6). Per review of wo on 13oct2025, it was reported that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Per wo notes, it was determined that the device had a failed mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Patient temperature (pt) was 38.3c, targeted temperature (tt) was 37c, water temperature (wt) was 30c. Per event log, the device had been alerting 113 reduced water temperature control. System diagnostics, outlet monitor temperature (t1) was 30.9c, outlet control temperature (t2) was 30.8c, inlet temperature (t3) was 30.9c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 74%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours were 2574.1, pump hours were 2443.6. Advised to swap out to alternate device and send this one to biomed labeled 113 not cooling. Sn (B)(6). Per review of wo on 13oct2025, it was reported that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Per wo notes, it was determined that the device had a failed mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to cool patient, but nurse stated patient temperature (pt) was keeps going up and they did receive an alert about the water in an arctic sun device. Patient temperature (pt) was 38.3c, targeted temperature (tt) was 37c, water temperature (wt) was 30c. Per event log, the device had been alerting 113 reduced water temperature control. System diagnostics, outlet monitor temperature (t1) was 30.9c, outlet control temperature (t2) was 30.8c, inlet temperature (t3) was 30.9c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 74%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours were 2574.1, pump hours were 2443.6. Advised to swap out to alternate device and send this one to biomed labeled 113 not cooling. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.